Event description:
User facility report (B)(4) received by tornier as device manufacturer on (B)(4) 2009, as first/sole notification of event. It is reported that the patient had received initial surgery on (B)(6) 2009, to implant tornier salto talaris anatomic ankle components identified as follows: lju222 size #2 tibial base; lju255 size #2 x 8 mm, right, tibial insert; lju202 size #2, right, talar component. No device lot or serial numbers have been provided. Devices reported within sterility expiration dates at time of implantation. It is reported that the implantation surgery did not occur at the reporting facility. It is reported that it was required to perform a below the knee leg amputation to clinically address a surgical site infection. This surgical procedure was performed at the reporting facility on (B)(6) 2009. Additional information has been requested. Additional information has not been received and receipt is not currently anticipated. (B)(4).

Manufacturer narrative:
User facility report identified component sterilization expiration dates as follows: lju222 expiry: 01jan2014, lju255 expiry: 01jun2013, lju202 expiry: 01jan2014. Date of manufacture cannot be determined without serial number identity. Further information and device recovery has been requested by tornier, but response is not anticipated.